Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedances and high thresholds on this left ventricular (lv) lead. The pacing vector was modified and the impedances and thresholds returned to normal levels. No surgical intervention was performed. No adverse patient effects were reported. The device and lead remain implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.